Event description:
It was reported that the tip of the driver cracked while in use in surgery. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the tip is cracked propagating from the spring tabs. A review of the device history records found no documentation to indicate a non-conformance to specification.